Event description:
It was reported the device was used during a laparoscopic salpingoophorectomy procedure. It was reported the jaws of the ez35w locked closed. There was no consequence to the pt. 7/15/97 it was reported the device locked closed on tissue, but the surgeon was able to release it from the tissue. It was reported the device cut, but it was not known if it had stapled. The procedure was not completed with this device, but it was unk how it was completed. It was reported the hosp was retaining the device, but may release it in a few weeks.